Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis, and was subsequently hospitalized. The cause was not provided. Blood glucose level not provided. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however, a response was not received.